Event description:
It was reported that the battery voltage displayed by the device was 2.77 volts and at last interrogation, it was 2.76 volts. The battery impedance had increased appropriately, but the longevity estimate had gone down. The nurse stated the battery voltage and longevity readings were "strange." The clinician will continue to monitor the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).